Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the report that the device had an unresponsive touch screen. Based on all available evidence and complaint investigations of a similar nature, the reported touchscreen failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.